Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on unknown date for unknown reason. No further details were given, the customer¿s last blood glucose reading was 391 mg/dl. It is unknown if auto mode was active at the time of the event. The insulin pump will not be returned for analysis.